Event description:
Customer reported an overload error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the power supply output. System operates as intended.